Manufacturer narrative:
D10 concomitant products: forcefxcze, force fx-cze (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mastectomy procedure, the two units that were used at the same time needed an evaluation. Patient had brady heart rate. Atropine, chest compressions (less than 5 minutes) and epinephrine were required to correct the bradycardia. Patient hospitalization was also prolonged for cardiac work-up.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the unit powered on and boot as required. No touchscreen or rf output calibration was needed. It was reported that the patient had brady heart rate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the power supply has damage to the frame and other evidence of the unit having been dropped. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.